Event description:
It was reported that the patient was implanted with an aveir atrial leadless pacemaker. The patient developed an infection and tested positive for methicillin-resistant staphylococcus aureus (mrsa). Transesophageal echocardiogram (tee) was performed and identified a mass near the device site. The mass was noted to have ruptured during device removal. The device was explanted. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.